Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas and alleged that on (B)(6)2015, the patient experienced a blood glucose over 600 mg/dl with large ketones, nausea, vomiting associated with a leaking cartridge. Reportedly, the patient resumed the insulin pump and was hospitalized with diabetic ketoacidosis and treated with IV fluids and other unspecified treatment. During troubleshooting with customer technical support (cts), it was reported that the cartridge was leaking. Reportedly, there was a luer lock leak. This complaint is being reported because the patient allegedly experienced hyperglycemia because of a luer lock leak.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 03/28/2016 with the following findings: the cartridge was returned with damage to the luer connector.

Manufacturer narrative:
A visual inspection of the cartridge was performed. No damage or defects were noted. A leak test, force test and fill test was performed with no failures observed. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution. A lot review was performed and no failures were observed during incoming inspection.